Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced moisture damage, critical pump errorwith an open book image, a loss of communication between insulin pump and transmitter, lost sensor alarm. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Troubleshooting was performed. Customer reported a loss of communication between the transmitter and the pump. Troubleshooting was partially performed for hyperglycemia, it was unknown whether the customer was using the insulin pump within 48hours of the reported event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-381a. No product return is required for mmt-7841zn. No product return is required for mmt-332a.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify pump/transmitter communication anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 01/19/2025 00:31:21.000 and 01/19/2025 00:41:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of 19-jan-2025 in the formatted history file. Lostsensor1alert (780) was found on: 01/18/2025 02:13:00.000, 01/18/2025 05:13:00.000, 01/18/2025 21:38:00.000, 01/18/2025 21:48:00.000. Unable to test lostsensor1alert due to critical pump error (open book image) alarm. Lostsensor1alert was unknown. Insert battery alarm was found on: 01/19/2025 00:36:43.000, 01/19/2025 00:42:50.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked case and a scratched case. Unable to verify customer alleged for high bgs. Unable to verify pump/transmitter communication anomaly and perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.